Event description:
It was reported that during use of the bd onclarity hpv assay reagent pack for bd cor, a discrepant patient result was obtained. The sample was run twice on cor1 and was positive for hpv51 and negative for p3. When retested on cor2 with a different kit lot, it was positive for both hpv51 and p3. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd onclarity hpv assay reagent pack for bd cor, a discrepant patient result was obtained. The sample was run twice on cor1 and was positive for hpv51 and negative for p3. When retested on cor2 with a different kit lot, it was positive for both hpv51 and p3. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd initiated an investigation regarding customer concern for the false negative results in the complaint (B)(4), which required review of the customer complaint history, review of the bhr records, and review of the customer provided run files. The customer noticed that in the first run of the patient sample on one cor, it was only positive for hpv 51, and in a follow-up run of the sample, the patient sample was positive for hpv 51 and p3. From the run files provided by the customer, bd confirmed the customer findings that the sample was negative for the first run on cor1 and then positive for the second run on a different cor when the pcr plate and extraction tube tray were different lots. In the first run, the system employed an automated quality control check, determining that these signals did not adequately meet the criteria of an amplified reaction to result in a positive call. The purpose of this quality check in the algorithm is to prevent false positive results from being reported to the clinician and patients. The root cause for the system calling the sample negative in the first run cannot be confidently attributed to the reagents since they are no longer available for retain testing, but review of the bhr record for the reagents did not demonstrate any discrepancies. While the bd hpv onclarity¿ assay automated algorithms have high accuracy, bd acknowledges that discrepancies may occur when repeating samples and/or making direct comparisons with tests from other manufacturers. Ultimately, bd acknowledges that false negative and discrepant results may occur as per the assay IFU; further the false negative result occurred for the complaint (B)(4). Bd understands that the customer values quality and accuracy and will continue to monitor and investigate issues raised by the customer. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.